Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- rn supervisor. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported prior to use of the same patient see MDR 1118880-2020-00222.

Event description:
The user facility reported that the destination device sheaths were kinked inside the package and were unusable for the procedure. There was no patient injury, medical/surgical intervention required. Additional information was received on 25aug2020. They were both found kinked within the package; however, one was opened for inspection. They used an undisclosed competitors' sheath to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr 90 cm destination sheath and dilator was received for product evaluation. The dilator was partially mated to the sheath when received. Visual inspection revealed a flattened segment. Measurements of the first flattened segment was found to be starting at 64.5 cm and ending at 67 cm from the hub. The dilator was partially mated with 33 cm from the dilator hub sticking out of the sheath. No other visual anomalies were observed. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the flattening of the sheaths occurred due to the application of transverse compressive forces. However, the exact cause of the reported event cannot be definitively determined based on the available information.